Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Contact administered a bolus via the pump to address elevated bg. Tandem technical support made multiple follow up attempts to confirm that bg levels were trending downward, however, no response was received.